Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial sensing noted on the electrograms (egm) and stored egm episodes causing the cardiac resynchronization therapy defibrillator (crt-d) to not accurately collect diagnostics. The device and lead remain in use. No patient complications have been reported as a result of this event.